Event description:
It was reported that a physician could not communicate with generators using the tablet device. The source of the problem was believed to be a connection usb cable which was very loose in its socket. A new usb connection cable was sent to the user. The suspect usb cable was returned to the manufacturer for analysis. Analysis of the returned usb cable found that the cause for the reported allegation is associated with a disconnected wire connection in the returned serial cable. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.